Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Manta instructions for use includes the following: precaution: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events related to the deployment of vascular closure devices: access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device: vessel laceration or trauma.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The right common femoral artery measured 6.3 mm x 6.3 mm and the left common femoral artery measured 5.5 mm x 6.1 mm. Femoral access was made on the patient's right side. The femoral artery was noted to have minor calcification. Deployment depth for manta 18f vascular closure device (manta) was measured at 3.0 cm + 1.0 cm. The tavr was attempted using a 23 mm valve delivered via 24.5f outer diameter sheath. Due to complications the valve and sheath were removed, and the valve system was transitioned to a 20 mm valve delivered via 14f sheath with 23f outer diameter. After deployment of the manta, femoral site pulsatile bleeding occurred. The operator pulled the manta to tension a second time with green/yellow showing on the tension gauge and the blue lock advancement tube was advanced a second time. The site continued to bleed after five minutes of manual compression. Three attempts were made ballooning the closure site for hemostasis. The site continued to bleed. A stent was placed at the closure site and successfully provided hemostasis. The reporter stated the operator believed the issue was possible perforation or vessel tear at the femoral access site. The manta representative present during the case confirmed the operator deployed the manta per the instructions for use with good technique and deployment angle.